Manufacturer narrative:
The tandem pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for elevated blood glucose (bg) of 586 mg/dl and diabetic ketoacidosis (dka). Bg was addressed with manual injections of short and long-acting insulin. Customer was released from hospitalization two days later. Reportedly, customer experienced slight kidney damage. Contact suspected that cause of elevated bg/dka was due to use of admelog insulin in pump, as there were large air bubbles/gaps in infusion set tubing and insulin was not dripping out of tubing. Contact stated that pump is functioning as intended, as humalog insulin is now being used with pump.